Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis in the original packaging. Upon the inspection it was noticed that there is an indication of delamination of the polytetrafluoroethylene (ptfe) material inside of the proximal end of the shaft which may have contributed to the coils getting stuck in the lumen. The device was tested using vortex diamond-18 coils. The coils were inserted into the lumen of the device from the hub end and the coils were able to pass through. The device was then viewed through x-ray. The device showed a void at the proximal end of the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The investigation conclusion is manufacturing process design as the design or validation of the manufacturing process was not sufficient to ensure the finished device met the intent of the design. (B)(4).

Event description:
Reportable based on device analysis completed on 21-may-2018. A 150/20 renegade¿ stc 18 was returned with no known issues. No patient involvement. However, device analysis revealed that there was a delamination of the shaft.